Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a manufacturer representative (rep) they have an appointment the first week of (B)(6) to check the patient's device with the clinician programmer. The rep stated the physician's office does not have an clinician to check devices. The rep stated they will interrogate the device and try to figure out any issues. Additional information from a friend or family member reported the same issues as previously reported. The caller noted the patient has an appointment to on (B)(6) to check why the implant was not working but the rep called saying they were unable to make it.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that that the implantable neurostimulator (ins) went dead. The patient was not sure why. The doctor told them the ins would last 8-10 years. In 2015 a manufacturing representative (rep) went to the doctor's office and was aware of the ins being depleted. It was noted the patient was going to get an MRI, which was not due to a problem with the device or therapy. It was noted that the patient would had never had the device put in if it was known that the patient could not have a MRI.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's daughter reported they wondered why the healthcare professional (hcp) didn't check implant last year and gave them information as to when the implantable neurostimulator (ins) died. The caller stated no told them the patient could not have an MRI and they were told the battery life was 10 years and it only lasted 3 years.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported they are doing an explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.